Event description:
An 3.50 diameter x 18mm length endeavor sprint rx drug-eluting stent was used to treat a lesion. On removal from the lesion the stent struts were seen to be damaged. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval, results: root cause cannot be determined. Failure to deliver stent and stent deformation. Eval summary: the hypotube was bent, wavy and kinked distal to the strain relief. The ninth and tenth stent segments were raised and deformed. Blood residue was present between the balloon folds.